Event description:
It was reported that, when powered on, a 980 ventilator generated a constant alarm. There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se found the exhalation flow sensor (evq) filter was not installed. The se installed it and performed extended self-testing on the device and all tests passed.